Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the atrial set screw was stripped. This prevented full insertion of the torque driver and was the cause of the reported event. The svc set screw was missing and not returned for analysis. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During a device exchange procedure, it was not possible to loosen the set screw of the header. The device was explanted and replaced to resolve the event. The patient was stable.